Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use and the procedure was continued and completed. The field service engineer (fse) inspected the system onsite and confirmed that the grid switch was unavailable. The philips field service engineer (fse) inspected the system onsite and found that the tube was defective. The fse replaced tube, but the grid switch was still getting errors and was unable to calibrate the grid switch. Fse replaced the cube and programmed the generator and calibrated complete tube. After replacement system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the gridswitch was unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.